Event description:
It was reported that the fenestrated bipolar forceps instrument does not open. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. One pitch cable is frayed slightly at the distal clevis; however, the other cables are not damaged. The latex cut test and electric continuity passed. The instrument is fully functional. Engineering also observed the distal end of the main tube has various deep scratches with material removed. Based on the location and appearance, the scratches are most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively.